Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that an implanted pacemaker rv lead loss of capture after ablation procedure. Following a procedure in which a farawave 31 mm us catheter was used, the patients rv pacemaker lead was noted not to be capturing after the procedure. The lead position appeared unchanged on fluoroscopy, and the physician speculated that the lead may not have been capturing before the procedure. The physician did not believe the ablation procedure caused the issue. The patient remained overnight in the hospital for observation. The device was disposed of and is not available for laboratory analysis.